Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had display anomaly. The customer¿s blood glucose level was 28 mmol/l. Customer stated that the pump display was flashing and white or black. The customer stated that he high blood glucose was treated with insulin pens. The customer was advised to replace pump and broken pump . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial display or missing segments anomaly due to cracked glass. Unable to performed displacement, rewind, seating and basic occlusion due to display anomaly. Device received with cracked keypad overlay at select button, scratched case, severely scratched display window, missing o- ring and keypad overlay texture damage. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer.